Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2026. It was indicated that the patient entered bg values outside the 40¿400 mg/dl (2.2¿22.2 mmol/l) range, which is misuse of the device. On (B)(6) 2026, the patient reported that her cgm was reading 80 mg/dl while her fingerstick bg measured 600 mg/dl. The patient was wearing a betabioinics ilet insulin pump. The patient did not experience any symptoms of hyperglycemia. The patient drove herself to the hospital for evaluation, where a repeat fingerstick bg also measured 600 mg/dl, while her cgm displayed an unspecified low reading. The patient was treated at the hospital with an insulin injection and intravenous (IV) fluids. During treatment, her cgm was removed, and no further cgm readings were available; however, her fingerstick bg improved to 289 mg/dl. Her hospital stay lasted a few hours, and she was discharged the same day. The patient stated she was ¿fine¿ at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).